Event description:
The clarivein catheter dispersion wire tip got caught inside the vein. After the tip was freed, the device was re-activated but after approximately 5 seconds it was verified using ultrasound not to be spinning. The sheath was removed with an attempt to remove the wire but ultrasound showed a wire fragment remained in the vein. Dr. (B)(6) performed a 1 cm cut, and hook, and pulled out the broken wire section.